Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine in an implantable pump for failed back syndrome (other), non-malignant pain, and failed back surgery syndrome. The pump was explanted (removed as of (B)(6) 2015). The patient had an appointment on (B)(6) 2016 to discuss re-implantation with her healthcare provider (hcp). The patient lost spinal fluid [out of her back ] because the "wires and stuff broke." The patient suffered for four months and would love to get her "pump fixed." The patient could hardly walk because of muscle cramps and back pain. The patient went to the emergency room (ER) on (B)(6) 2016 due to an urinary tract infection (uti) and had kidney problems. The patient was passing out because she was so weak. It was noted the patient was in a motor vehicle accident on (B)(6) 2016. The patient was in a coma for days and did not remember anything. The patient was still trying to figure out her identity. The motor vehicle accident reportedly had nothing to do with her devices not working. No further information was provided due to the patient disconnecting the call. History: mva ((B)(6) 2016), bipolar, "loosing two pints of blood a day", high blood pressure, "paralyzed before", kidney problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.